Event description:
The patient's spouse reported that sparking occurred when trying to power on the unit. The patient's spouse suspected the female end of the connector that is directly connected to the patient electronic system (pes) had broken off and the pes would no longer plug into the power supply cord. The patient's spouse confirmed no fraying, abrasions, or smoke. The pes was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system (pes) was received for evaluation. The reported event of the female end of the connector that is directly connected to the pes had broken off and the pes would no longer plug into the power supply cord was confirmed. Visual inspection of returned material revealed functional damage to power extension cable in the form of the dc jack connector being completely broken off from the pvc overmold. The broken off dc jack connector portion of power extension cable was not returned. Unit was returned with software version i3.2021.0424-r8990 installed. A known working test power extension cable was used for performance testing due to the extent of damage to the one returned rendering it unusable. Unit powered on successfully in conjunction with the test power extension cable or when the power supply was connected directly to the power connector on the i3 stuffed pca of enclosure assembly. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.